Event description:
It was reported by the (B)(4) study that the patient had hypotension, and chest pain due to a perforation from the right atrial (ra) lead. It was also reported that the patient had pericardial effusion. A pericardiocentesis was performed to correct the pericardial effusion. The ra lead was repositioned and remains in use. No further patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.